Manufacturer narrative:
An event regarding altr involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: rejected for medical review - no confirmation of event; need operative reports, x-rays, clinical and past medical history, examination of explanted components and additional diagnostic testing. Product history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been 2 other events for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported through the filing of a lawsuit that allegedly "patient experienced a catastrophic failure of his device and required a total revion surgery on (B)(6) 2015" due to "left total hip arthroplasty catastrophic failure of trunnion, left total hip arthorplasty adverse tissue reaction, left hip pseudotumor".

Event description:
It was reported through the filing of a lawsuit that allegedly "patient experienced a catastrophic failure of his device and required a total revion surgery on 1/14/2015" due to "left total hip arthroplasty catastrophic failure of trunnion, left total hip arthorplasty adverse tissue reaction, left hip pseudotumor".

Manufacturer narrative:
Additional information: recall (if recall number is given) or correction/removal number an event regarding altr involving a metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. -clinician review: rejected for medical review by dr. Jaffe today - no confirmation of event; need operative reports, x-rays, clinical and past medical history, examination of explanted components and additional diagnostic testing. -product history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been 2 other events for the lot referenced. Conclusions the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6)2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly "patient experienced a catastrophic failure of his device and required a total revision surgery on (B)(6) 2015" due to "left total hip arthroplasty catastrophic failure of trunnion, left total hip arthroplasty adverse tissue reaction, left hip pseudotumor".